Event description:
It was reported during in clinic follow up that several episodes of lead noise were recorded on both the atrial and ventricular leads. Noise resulted in oversensing. The atrial lead was capped on jun 11, 2024 and successfully replaced. The right ventricular lead remains in use. The patient was stable and asymptomatic.